Manufacturer narrative:
The device subject was returned for evaluation; however, the root cause could not be determined. A steris service technician arrived onsite to inspect the washer and found that conductivity sensor had detached from the main fitting allowing water to leak from the unit. The technician replaced the conductivity sensor, tested the unit, confirmed the unit was operating according to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that their reliance vision multi-chamber washer/disinfector was leaking water. No report of injury or procedure delay.